Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the transmitter was not within line of sight of the pump. There was no reported adverse effect to the customer's blood glucose level. The customer declined additional assistance from tandem customer technical support regarding the issue.